Event description:
It was reported through a service report that the left siderail latch will not engage and the siderail falls on its own. No patient involvement or adverse consequences were reported.